Event description:
An error message was reported with the adc device. Customer received a "glucose reading is unavailable try again in 10 hours" message and was unable to obtain readings. As a result, customer experienced unspecified symptoms. Customer was unable to self-treat due to symptoms and reported receiving unspecified treatment from a health care provider for a diagnosis of hypoglycemia. Customer also reported receiving readings from health care provider meter of 41 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is (B)(6) 2022. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.